Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and outcome of the event was unknown. Treatment for the event was not reported. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.